Event description:
The customer reported that the system did not display an x-ray image.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep found a defective tube. No pt injury was reported.